Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm after being exposed to water earlier that day. Caller stated that the customer fell into a ditch while wearing the device. Customer's wife stated that the insulin pump had been having keypad issues for about a year leading up to the call. Caller reported that the buttons were intermittently hard to press, especially the escape button. Blood glucose level at the time of the incident was 73 mg/dl. Customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics or motor assemblies. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.